Manufacturer narrative:
Citation: knecht s, et al. Electrophysiology testing to stratify patients with left bundle branch block after transcatheter aortic valve implantation. J am heart assoc. 2020 mar 3;9(5):e014446. Doi: 10.1161/jaha.119.014446. Epub 2020 feb 22. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an evaluation of an electrophysiology study tailored management strategy in patients with left bundle branch block after transcatheter aortic valve implantation (tavi). All data was collected from a single center. The authors screened 373 patients who underwent tavi for inclusion in the study analysis. Tavi was performed with the following valve brands: edwards sapien 3; st. Jude portico; boston scientific acurate neo or lotus; and medtronic evolut r or evolut pro. The authors excluded 38 of these patients for new-onset complete heart block directly after tavi requiring permanent pacemaker implantation. Of the 56 patients included in the study analysis (predominantly female; mean age 82 years; mean weight 77 kg), 2 were implanted with an evolut r or evolut pro. No unique device identifier numbers were provided. Among all patients, 6 all-cause deaths occurred during the 12-month follow-up period. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: high-grade atrioventricular block/complete heart block and/or prolonged his-ventricular interval (>55 milliseconds) after tavi requiring permanent pacemaker implantation. Other adverse events observed: new left bundle branch block; and rehospitalizations for high-grade atrioventricular block, sinus node dysfunction, symptomatic atrial fibrillation, dizziness or syncope, ventricular tachycardia, cardiac decompensation, or other. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.